Manufacturer narrative:
Failure analysis results: one power pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Fuse f6 was found open.

Event description:
It was reported that the screen remained dark while attempting the operational check. There was no reported patient or user involvement and no adverse patient/user impact.